Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 210 mg/dl at the time of the incident. The customer stated that they had damage on the reservoir threads and pump can lock reservoir in the pump, but had issues with air bubbles. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The reservoir will not be returned for analysis.